Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range pacing impedance measurements. Technical services (ts) reviewed the device data and observed a gradual increase, which recently reached out-of-range values. Ts recommended to increase the out-of-range alert and continuing to monitor. No adverse patient effects were reported. This ICD remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).